Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging inflammatory response, cancer. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Since no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972-2021, z-1973-2021, and z-1974-2021.

Manufacturer narrative:
The below mentioned things are corrected and updated in this report. Product brand name was corrected from philips CPAP to ds2adv auto CPAP. 510k was corrected from k131982 to k200480. Model number and catalog item identifier was updated dsx520h11c. Serial number was updated (B)(6). Product UDI was updated (B)(4). Manufacture date was updated 11/29/2021. Remedial action init was update from required (recall) to not applicable. Recall (z) number was update from required (z-1974-2021) to not applicable.